Event description:
It was reported that the device could not be interrogated. Device explant was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Please note that the device was implanted in 2020 but the exact date of implant is not known.